Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it seemed like ins voltage was dropping faster than it has in the past since today (B)(6) 2019. It was reported that patient was having trouble walking since 2019. Patient stated that they don¿t see the doctor until (B)(6) 2020. Patient stated the voltage was 2.67 on (B)(6) 2019 and on the day of the report it was 2.65. It was reviewed that eri occurs at 2.6v and end of service (eos) is at 2.2v. It was suggested for patient to contact the hcp to have the ins battery longevity checked and discuss replacement.